Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown drug at an unknown concentration and dosage via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that an end of service (eos) alarm occurred. The eos screen was noticed during a patient follow up. The patient was in the hospital for an extended period of time when the eos was reached and the reason for the hospitalization is unknown. The pump logs were checked and was seeing a terminal event has occurred. There were no symptoms reported. The patient is planning to go back to the original implanter to have the device replaced. The issue was reported as resolved and there were no further complications reported/anticipated.